Event description:
This unsolicited device case was received from united states on (B)(6) 2013 from a consumer (patient). This case concerns a (B)(6) female patient who developed intense knee pain and burning, left knee swelling and difficulty walking after starting treatment with synvisc one. Patient's medical history was significant for fall that she sustained six months ago. No past drugs or concurrent condition was reported. Concomitant medications reported include warfarin. On an unk date in (B)(6) 2013 (about 20 days ago) the patient initiated treatment with synvisc one injection at a dose of 6 ml once into left knee (route of administration; batch/lot number and expiration date: unk) for osteoarthritis. On unspecified dates in 2013 ( a few days after synvisc one injection), the pt developed intense left knee pain and burning that did not subside. Her left knee was a little more swollen than her right knee, but it was not "hot" to the touch. On an unk date in 2013, about one week ago; the patient went back to the physician assistant and was treated with procaine hydrochloride (novocain) and steroid (unspecified at the time of report) injection that provided her relief for only one day. The patient stated that "it was bad all the time" and she also had difficulty walking. It was also reported that her physician thought her problems were coming from her back since the patient had sustained a fall six months ago. The patient was also being treated with paracetamol (tylenol) and tramadol hydrochloride (tramadol). The pt mentioned that "her voice was raspy due to sleeping with her mouth open". Corrective treatment: steroids and paracetamol for left knee burning and left knee swelling; procaine hydrochloride, steroids; paracetamol, tramadol hydrochloride for "intense knee pain into left knee". Outcome: unk for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 29745. The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of info provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated throughout ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product quality. This review had not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints to determine if a CAPA is required. Add'l info was received on (B)(6) 2013. Ptc investigation report was added. Pharmacovigilance comment: sanofi company follow up comment dated (B)(6) 2013: the follow up info does not alter medical assessment of the case. Sanofi company comment dated (B)(6) 2013: this case concerns a patient who had intense left knee burning after treatment with synvisc one for osteoarthritis. Although, the role of device cannot be ruled out based on temporal and anatomical proximity. However, info regarding patient's underlying osteoarthritis in causation cannot be ruled out.